Event description:
It was reported that during routine follow-up, the pacing threshold had increased. All other measurements were within range. The physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.